Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid coming from the insertion site and potential associated symptoms was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include leak due to sharp instrument damage, fatigue, or rupture; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recu0225 showed no other similar product complaint(s) from this lot number.

Event description:
Per ms&s: the nurse states that on (B)(6) 2018 a powerpicc solo was inserted in the left basilic vein. She states that not soon after placement the patient complained in the left neck and shoulder area. She states the left powerpicc solo now has a serous fluid coming from the insertion site. She states the patient white count is okay and the patient is afebrile. She states the patient has a swollen lymph node now. She states the patient has also developed a contact dermatitis in the left arm where the PICC is placed. She states presently there is no blood return present in this PICC and presently cathflo is instilled into the powerpicc solo.